Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow when in the anatomy¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d4: lot number. H4: mfg date.

Event description:
Subsequent information was received: a 6f sheath was used.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a proglide device was attempted in an unspecified vessel after a transcatheter aortic valve implantation (tavi) interventional. Reportedly, the device was successfully pre-flushed with saline during prep; however, there was no blood flow when in the anatomy. The method to achieve hemostasis was not specified. No additional information was provided.